Event description:
On (B)(6) 2025, the user reported receiving alert 38 (motor stall) on the ilet device. The user stated they had restarted the device numerous times. A dry run and full supply change were completed successfully, and insulin delivery resumed. Blood glucose was not affected. On (B)(6) 2025, the user reported continued issues despite new supplies and requested a replacement device. A replacement was arranged. No medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.